Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue was not confirmed, and a root cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the uretero-reno fiberscope glass was missing. There was no patient harm.